Manufacturer narrative:
H4: manufacturing date: added. D4: expiration date: added. D4: lot#: corrected from 21531492 to 21531492r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the total procedure duration was 118 mins. The adverse event did not result in inpatient hospitalization or prolongation of existing hospitalization. The patient on the event start day, was given integrilin 15.2 mg, bolus IV and a 6.72 ml infusion, aspiring 250mg IV, continued plavix 75 mg and aspirin 100 mg daily. The patient¿s current status 12m post-procedure (post-event) mrs & nihss 0, no new ae reported. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the basilar trunc aneurysm procedure, subject flow diverting stent was successfully implanted on (B)(6) 2021 and on same day post procedure patient had small midbrain infarct and stroke. CT (computed tomography) imaging revealed that there is a midbrain stroke. Unknown treatment was required. The adverse event stop date was 09 nov 2021. On the event start day, patient was given integrilin 15.2 mg bolus IV and a 6.72 ml infusion, aspiring 250mg IV, continued plavix 75 mg and aspirin 100 mg daily. On 12m post-procedure (post-event) the modified rankin scale (mrs) and the national institute of health stroke scale (nihss) is 0, no new adverse event reported. According to site this adverse event had a causal relationship with the procedure and a possible relationship with the subject flow diverting stent. The adverse event was recovered/resolved. No additional information available.

Event description:
It was reported that during the basilar trunc aneurysm procedure, subject flow diverting stent was successfully implanted on (B)(6) 2021 and on same day post procedure patient had small midbrain infarct and stroke. CT (computed tomography) imaging revealed that there is a midbrain stroke. Unknown treatment was required. The adverse event stop date was (B)(6) 2021. On the event start day, patient was given integrilin 15.2 mg bolus IV and a 6.72 ml infusion, aspiring 250mg IV, continued plavix 75 mg and aspirin 100 mg daily. On 12m post-procedure (post-event) the modified rankin scale (mrs) and the national institute of health stroke scale (nihss) is 0, no new adverse event reported. According to site this adverse event had a causal relationship with the procedure and a possible relationship with the subject flow diverting stent. The adverse event was recovered/resolved. No additional information available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.